Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 21.5 cm from the connector pin and 23 cm from the distal tip. The damages found were consistent with that caused by friction to the can or another device.

Event description:
It was reported that during an implantable cardioverter defibrillator replacement procedure, lead insulation degradation was noted. The lead was explanted and replaced.